Manufacturer narrative:
(B)(4). Additional information: the device was manufactured february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection noted white floating particles inside the device. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white particles floating in the small volume intermate. The particulate matter was identified after the device was compounded with ceftazidime, during the storage of the device. There was no patient involvement. No additional information is available.